Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator provided high voltage therapy, but failed to convert the rhythm. Programming changes were made and the patient was stable throughout.

Event description:
Final shock converted the patient to sinus rhythm.